Event description:
The hospital reported that during an endoscopic vein harvesting procedure, two hemopro 2 devices did not provide proper insufflation. With the first device, the tubing was removed and it was apparent that the co2 was flowing; however, when the tubing was again plugged into the port, the tunnel still would not form. The filter was cut off but the insufflation was still not working properly. The dissection was completed with minimal co2 flow. During branch dissection, the distal insufflation was used but the tunnel would not form. The second hemopro 2 device was opened but again, the tunnel would not form. After a few mins, the tunnel opened. The second device was used to complete the procedure. The hospital did not report any pt effects. The hospital to return the products in question. Refer to MFR report # 2242352-2012-00633 for the related report.

Manufacturer narrative:
Investigation results: the hemopro 2 device was returned to the factor for eval. The device showed signs of clinical usage and evidence of blood. Air was applied to the distal insufflation connector on the device several times; no restrictions were observed while applying air. Based upon the eval results, the reported complaint could not be confirmed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).